Event description:
It was reported that during surgery on (B)(6) 2013, it was not possible to explant the femoral neck screw (right side). The form fit between femoral neck screw and setting instrument could not resist the torque forces. The lag screw was fractured during removal. On the supporting documents it is also mentioned: "during surgery the nail cap, set screw and distal locking screw were removed. It was not possible to remove the lag screw and therefore they could not remove the nail as well. They tried several times to remove the lag screw but it didn't work and they sheared off the two parts of the lag screw". There was a surgery delay of 90 minutes and there were no further complications.

Manufacturer narrative:
The MFR did not receive devices and x-rays as the product is still implanted. Other source documents (surgical report) were received. As no lot number were provide for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).